Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2015 with a gunshot wound to the abdomen requiring bowel resection and iliac artery repair. The instaflo bowel catheter device was inserted on (B)(6) 2015 and removed on (B)(6) 2015. On (B)(6), 2 liters of bright red blood per rectum were noted. On (B)(6), one liter of blood per rectum was observed. The patient received at least 2 units of blood products. On (B)(6) a colonoscopy was performed and a rectal ulcer with a large clot was observed at about the location where the instaflo retention cuff would have been lying. The bleed was clipped with a hemostatic clip; no additional bleeding was observed. Patient remains hospitalized for initial admission reason.